Event description:
Customer reported the sensor glucose reading was low and blood glucose reading was high. He also stated the insulin pump has been alarming calibration error. Troubleshooting was performed for calibration error. Customer's blood glucose level was 116 mg/dl. No alerts in the history. Sensor inserted on (B)(6) 2014 at noon, on the right side of the abdomen area. Customer was watching tv when the alarm occurred. Alarm did not occur shortly after performing lost sensor. There were incorrect or delayed blood glucose entries. A new stick value was entered. Customer was advised to change sensor. Customer stated the sensor cannula appeared to have a bend. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed due to found broken cannula near base.